Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was successfully achieved. The pt became unstable during the night, with a decrease in her blood pressure. A retroperitoneal bleed was diagnosed. She rec'd a transfusion and was sent to the or for a repair of her right common femoral artery. The operation revealed a 4mm opening anterior to the artery which was bleeding briskly. The artery was repaired. A coronary artery bypass graft was then complete. There was no mention of the angio-seal device in the op report. Follow up with rptr indicated the pt tolerated the procedures and is doing well, without complications.